Event description:
During a hysterectomy facilitated by davinci equipment, the instruments became stuck in the robotic arm and the davinci company had to be called. Pieces of the robotic instrument broke off. An emergency stop procedure was completed and the robotic arms and visible pieces of equipment were removed from the patient by surgeon.